Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. Corrected field: g2 - report source. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had white dots. Based on the results of the investigation, a definitive root cause could not be identified. Additionally, due to deformation of plug unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a scope communication error b30. The issue was found during reprocessing. There were no reports of patient involvement.